Event description:
The customer reported that the images were undiagnostic; thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the focus on the camera. The system operates as intended.